Manufacturer narrative:
Other relevant device(s) are: product ID: 9735585, version: 3.1.1. A medtronic representative went to the site to test the equipment. The system performed as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection procedure. It was reported that the site experienced registration issues during the case. After point-merge registration failed, the site tried touch-and-go registration which failed twice. They were able to get a tracer registration to pass, however felt inaccurate. There was an alleged inaccuracy of 1 centimeter superior when using the fiducials to verify the registration. The tracer registration was repeated and the same issue occurred. The site switched to another navigation system and were able to successfully register the patient to proceed with the case. There was a less than 1 hour delay to the procedure and no impact to patient outcome as a result of this issue.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.